Event description:
The customer was hospitlaized for dka. Troubleshooting was performed. The programming and histories on the pump were accurate. In addition, a fixed prime test was completed and the insulin exited. The customer inserted a new set without pinching up and since then has been experiencing alarms. Instructed the customer to change the set.